Event description:
It was reported that the t: slim x2 pump battery would not charge despite various troubleshooting attempts, including using different cables and adapters. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to allow the pump¿s battery to fully deplete and return it to tandem, and subsequently sent a replacement pump with updated software.